Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/23/2021. H.6. Investigation: bd received 6 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to oil gel globules were observed. 30pcs of retained samples were tested on additive amount, all results meet the product specification. 6pcs of customer returned samples were tested on additive amount, all results meet the product specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, the device experienced oil gel globules. The following information was provided by the initial reporter. The customer stated: gel globules were found in the tube and caused the rorrossi machine to alarm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, the device experienced oil gel globules. The following information was provided by the initial reporter. The customer stated: gel globules were found in the tube and caused the rorrossi machine to alarm.